Event description:
Resident was found unresponsive in a partially prone position with legs over side rail. Her head was facing the left side with the soft waist restraint on her right shoulder across her back to the left side. Prior to the incident, the bed was set up by co rep without the resident in the bed. The staff expressed to him their concern regarding the height of the bed with a standard mattress and an existing three inch overlay on the mattress. The co rep stated "it is fine." The nursing staff removed the add'l three inch overlay to reduce the height of the bed. The bed was two-and-a-half to three inches below the side rail after the overlay was removed and the resident placed on the bed. The height of the bed remained a concern due to the residents' condition. The co account manager called the director of nursing at approx. 2:00 p.m. That same afternoon to say that she was coming out to check the bed since she was not sure that the technician who installed the bed was familiar with it. The facility is not aware she ever followed up on this concern. After the incident, we were rptr was made aware that a two inch filler pad was available to use in place of the standard mattress.